Manufacturer narrative:
Description of event: as reported, during implantation of another manufacturer's device, an unknown cook roadrunner guide wire fractured. The wire was used to deliver the other manufacturer's sensor. The sensor was withdrawn and another wire was used to complete the procedure. Reportedly, the sensor was somewhat difficult to remove through an unknown sheath, and was damaged upon removal. A new sensor was then opened. There were no adverse patient effects reported. Investigation ¿ evaluation: a document based investigation was performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: manipulation of wire guides requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through metal cannula/needle, use caution as damage may occur to outer coating. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. As the complaint device was not returned and the lot number was not provided, investigation into this issue was limited and thus a definitive conclusion could not be drawn. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information.

Manufacturer narrative:
It is unknown if the device will be returned. Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. Occupation: (B)(6). PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during implantation of another manufacturer's device, an unknown cook roadrunner guide wire fractured. The wire was used to deliver the other manufacturer's sensor. The sensor was withdrawn and another wire was used to complete the procedure. Reportedly, the sensor was somewhat difficult to remove through an unknown sheath, and was damaged upon removal. A new sensor was then opened. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Additional information has been requested, but is unavailable at this time.